Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for follow-up, it was noted that the patient received inappropriate lv output due to functional loss of capture leading to backup pulsing which then led to ventricular tachycardia. The physician assumes this issue is related to a device algorithm. No action was performed. The device remains implanted. The patient was stable.